Event description:
Infusing ketamine 7.5 mcg/kg/min and dilaudid pca 2mg in d5 1/2 with 20 meq of kcl/l at 100cc/hr. A system error alarm states "critical error-system should be shut down all saved information will be lost."